Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 800 mg/dl. The customer changed the infusion set due to high blood glucose levels, but she continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test, but the dr felt that very little insulin exited. There was no tubing clamp for the high pressure test. The dr was uncomfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.